Event description:
The customer reported that upon incoming inspection testing and after charging the new battery, the five leds on the battery were dimly lit and the defibrillator would not power on without ac power connected. There was no patient involvement.